Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive software error alarms. Customer's blood glucose was 12 mmol/l. It was also reported that customer received a no delivery alarm. During troubleshooting, insulin pump passed self-test. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was monitored 24 hours, no unexpected alarms or low reservoir alarm noted during testing. No excessive no delivery alarm during testing. The insulin pump was received with all operating currents within specifications and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 5.9mmo/l value properly from glucose meter. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.